Event description:
It was reported that during a da vinci-assisted inguinal hernia (bilateral) surgical procedure, the instrument cable was ripped and frayed. The record indicated that a fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a ripped/frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.